Manufacturer narrative:
The force bipolar instrument involved with this reported event has been received by intuitive surgical, inc. (Isi). Failure analysis testing of the device has not been completed at this time. A follow-up will be submitted post-failure analysis evaluation or if additional information is obtained. A review of the provided image was consistent with bowel being caught behind the force bipolar grasper wrist.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar grasper instrument had bowel tissue caught in the grasper wrist. The tissue was removed, but caused a small serosal tear which was resolved with two stiches. No tissue was excised due to this event and there was very little bleeding. The suturing caused a small delay. There were no post-operative complications, and the patient was discharged with no changes to their care plan.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis did not replicate nor confirm the customer related complaint. The instrument was fully functional and no product issue was identified.